Event description:
Healthcare professional reported, exchange with no complaints against the device. Later. Healthcare professional reported, "leaking". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on posterior and anterior side assessed, as surgical damage. And observed, delamination total of the plug strap disk shell (adhesive failure). Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported exchange with no complaints against the device. Later. Healthcare professional reported "leaking". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported exchange with no complaints against the device. Later. Healthcare professional reported "leaking". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.